Manufacturer narrative:
The device was received for evaluation. During functional testing, powered off without user input was not reproduced. A review of the event history log revealed battery alert messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an rear case flex corroded. The rear case and processor pcb requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.